Event description:
It was reported that a pump "failed to alarm for an upstream occlusion condition and displayed a delivered volume when no solution had been delivered."

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Upstream occlusion sensor tests and downstream occlusion sensor tests were performed per the baxter preventive maintenance procedure with the unit passing. The unit also passed add'l instream occlusion and downstream occlusion tests. A review of the history log during the last infusion shows the device was programmed to deliver 50ml at a rate of 4.3 ml/hr. During the infusion, the delivery rate was changed on multiple occasions and the device alarmed for an upstream occlusion fourteen times. Four hours after the start of the infusion, a "bag near empty alert" was acknowledged. At this time, the date of event is unk.